Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing, there was noise, and impedance fluctuated from normal to 2032 ohms. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.